Manufacturer narrative:
H3, h6: a software analysis was initiated. It was not a software issue. Complaint data analysis found the event is due to a user workflow issue as per the complaint data performed accuracy verification for navigation. Functions verification showed no signs of being inaccurate or that navigation needed to be recalibrated. Software functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the images were I naccurate. There was no patient involvement.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and performed accuracy verification for navigation. Functions verification showed no signs of being inaccurate or that navigation needed to be recalibrated. Imaging system was able to communicate with stealth with no problems and instruments were accurately tracked in relation to the test phantom on both sides of unit in 20cm and 40cm focal views. Unit worked as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received section b5. Updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the amount of inaccuracy was approximately 3¿4 millimeters off.